Event description:
On (B)(6) 2025 the user was evaluated in the emergency department after experiencing concern for hypoglycemia following a lunch meal announcement that delivered 16.99 units of insulin, which the user perceived as excessive. The user drank juice to prevent a low bg and reported to the hospital for monitoring, where glucose stabilized and no further treatment was required. The user was discharged the same day and later completed a factory reset before resuming ilet use.